Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After reviewing medical records ((B)(4) medical records ad 27 june 2019), it was determined that information has been provided for the stage one revision of the two stage revision surgery for infection. A cursory search for this event in (B)(4) found no reporting of this adverse event. Please confirm that no complaint has been created for the stage one revision events of (B)(6) 2019. If a complaint is identified, please attach the medical records to that complaint, and an additional information note for review. Records provided a revision operative report for the stage one of the two stage revision to address the infected knee. Based upon the records, and the information present within the clinical database, it is not clear whether depuy products were explanted at the (B)(6) 2019 revision surgery. The primary knee surgery in (B)(6) 2015, and the subsequent first revision approximately two years later were done by different surgeons at different institutions (no product information is provided for these surgeries). The current revising surgeon does not identify the products removed. Therefore, with the little information currently available there is insufficient information to create a new product complaint, as it is unclear whether depuy products were revised on (B)(6) 2019. The intraoperative femoral metaphyseal bone fracture has been captured in full. There is no new information that changes the existing MDR reportability determination.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intra-operative medial femoral metaphyseal bone fracture. Doi: (B)(6) 2019; doe: (B)(6) 2019, (left knee). Treatment includes open reduction, plates and screws.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.